Manufacturer narrative:
Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient had lasik ou. Striae was noted in the left eye on the one day post operative visit. A flap lift and stretch was performed at the surgeon's private practice the same day. On the next day visit the striae was noted to be resolved.